Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the unit sporadically heats. The alleged malfunction occurred during preparation for pt use. No pt of an injury to the pt.